Event description:
It was reported that the ipg was inoperable as it was no longer holding a charge, despite daily charging per patient. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient had effective therapy.